Event description:
Baxter japan reported a "leak from tube pinhole" of the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.